Event description:
It was reported that the patient experienced issues with this ambicor penile prosthesis (app) due to the device not inflating and deflating. No surgery has been set yet and no further information was reported.